Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds of 4v. It was noted that this lead had been implanted in the left bundle branch (lbb) which was off-label use of this product done at the discretion of the physician. A new rv lead was successfully placed. No additional adverse patient effects were reported. This lead was retained by the facility and has not been returned to boston scientific.